Event description:
It was reported that the patient was admitted to the emergency room due to nausea and vomiting. It was assumed that the patient's gastroparesis symptoms had returned due to a loss of therapeutic effect. There was no known incident related to the event. The patient's stimulator was checked one week prior and there were no issues found at that time. Additional information was requested.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. (B)(4).